Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer was not filling during setup for patient treatment. The field service technician (fst) was called onsite to troubleshoot the dry acid mixer and confirmed that the 132 gallon mixer did not fill in dissolution or rinse cycle. Upon troubleshooting the filling issue, the fst found that the fill valve had what appeared to be heat damage or corrosion. The fst did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. Additionally, the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the fill valve is the original fresenius part on the machine and replaced the fill valve, cable, and control console assemble to resolve the reported issue. The fst was able to fill the tank in rinse cycle and complete the cycle and then filled the tank in the dissolution cycle to return the mixer to service so that the clinic could mix acid. The fst confirmed that there was damage observed on a pvc pipe connector associated with the damaged fill valve. The fst confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the parts are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: parts were returned to the manufacturer for physical evaluation. An exterior inspection revealed corrosion on the fill valve coil terminals. There was no thermal damage found. The valve did not actuate when power was applied. The valve did actuate after replacing the valve coil. Internal inspection of the fill valve found signs of corrosion on the valve core and the inside of the pipe. An exterior inspection revealed corrosion on the cable¿s connector to the valve. The cable¿s wires passed a continuity test. An exterior inspection revealed no damage to the control console. The control console was connected to a control console test fixture and passed all tests. No fill problems occurred during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer was not filling during setup for patient treatment. The field service technician (fst) was called onsite to troubleshoot the dry acid mixer and confirmed that the 132 gallon mixer did not fill in dissolution or rinse cycle. The fst did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. Additionally, the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the fill valve is the original fresenius part on the machine and replaced the fill valve, cable, and control console assemble to resolve the reported issue. The fst was able to fill the tank in rinse cycle and complete the cycle and then filled the tank in the dissolution cycle to return the mixer to service so that the clinic could mix acid. The fst confirmed that there was damage observed on a pvc pipe connector associated with the damaged fill valve. The fst confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the parts are available for return to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer was not filling during setup for patient treatment. The field service technician (fst) was called onsite to troubleshoot the dry acid mixer and confirmed that the 132 gallon mixer did not fill in dissolution or rinse cycle. The fst did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. Additionally, the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the fill valve is the original fresenius part on the machine and replaced the fill valve, cable, and control console assemble to resolve the reported issue. The fst was able to fill the tank in rinse cycle and complete the cycle and then filled the tank in the dissolution cycle to return the mixer to service so that the clinic could mix acid. The fst confirmed that there was damage observed on a pvc pipe connector associated with the damaged fill valve. The fst confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the parts are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the fill valve, cable, and control console assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified damaged fill valve. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer was not filling during setup for patient treatment. The field service technician (fst) was called onsite to troubleshoot the dry acid mixer and confirmed that the 132 gallon mixer did not fill in dissolution or rinse cycle. Upon troubleshooting the filling issue, the fst found that the fill valve had what appeared to be heat damage or corrosion. The fst did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found on the fill valve. The mixer has not had any past problems with failing the electrical leakage test. Additionally, the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the fill valve is the original fresenius part on the machine and replaced the fill valve, cable, and control console assemble to resolve the reported issue. The fst was able to fill the tank in rinse cycle and complete the cycle and then filled the tank in the dissolution cycle to return the mixer to service so that the clinic could mix acid. The fst confirmed that there was damage observed on a pvc pipe connector associated with the damaged fill valve. The fst confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the parts are available for return to the manufacturer for physical evaluation.